Event description:
It was reported that during the implant procedure, due to patient anatomy, there was high threshold on the lead. A comparison of the use before date field and implant date found the device was implanted after the use before date. The lead was attempted and not used. A different model lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).